Manufacturer narrative:
The subject device was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. The device intended use of the instruction manual describes that "the drainage tube is not intended to be permanently implanted in the patient. The drainage tube is intended for short-term implantation." In addition, the device instruction manual has warned users "after placing a drainage tube, periodically check the conditions of the drainage tube and its implantation. Depending on the condition or internal environment of the patient body, material deterioration of the placed drainage tube over time can result in the detachment of side flap(s) or migration of the drainage tube. That possibility is increasing the longer the drainage tube is placed in the duct." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Dual layer biliary stent had the bottom end flaps that are designed to prevent migration into the cbd(common bile duct) have come off, and the stent as a result had migrated into the cbd. The stent had been placed approximately 1 year ago and the patient was due to be seen within this time but cancelled both scheduled appointments. The stent was recovered with the use of (B)(4) stent retrieval forceps. The patient has not suffered any adverse conditions from this event that are apparent.